Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device. Analysis of that data revealed that from 2006 thru 2008, the hv-coil impedance increased and ranged from 19.8-14824 ohms, and the ring-coil impedance increased and ranged from 37-14828 ohms.